Event description:
During on-site service testing, baxter repair technician reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding addititonal contact info.